Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, that had been primed within 1 week was observed by clinicians to be waterlogged and to have decreased flow compared to what would be expected for the device at given rpms when flow was initiated through the circuit. The oxygenator was replaced to complete the case, and the decreased flow issue was not observed again. There was no air entering the reservoir related to table manners. No patient complications have been reported as a result of this event.